Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit together with two mr290v vented autofeed humidification chambers were returned to f&p healthcare in new zealand for investigation, where they were visually inspected and analysed. Results: visual inspection confirmed that there was no damage to the returned devices. Leak testing of the returned circuit confirmed a leak between the inspiratory elbow and heater wire plug. Leak testing of the two returned chambers confirmed that the devices were within specification. Conclusion: although a leakage was identified we were unable to determine the cause of the leakage. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in japan reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.